Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation confirmed an image error code (e226) had occurred. Additionally, there was an image abnormality (noise) detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the 4k camera head produced an image error code (e226). The issue was found during preparation for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the e226 and the imaging abnormalities occured due to an optical connector failure. Olympus will continue to monitor field performance for this device.